Manufacturer narrative:
Bse replaced the ac power cord to resolve the issue. Following the part replacement, the bse completed a performance verification test (pvt), which the device passed without further issues. The device will be returned to the customer ready for use and fully functional. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the power cable failed the electrical safety test. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The bench service engineer (bse) evaluated the device at a bench repair center and observed that the resistance of the alternating current (ac) power cord was higher than allowed. The bse determined that a replacement ac power cord would be required. This investigation is ongoing.